Manufacturer narrative:
The device was not returned and lot information is unknown. Unable to obtain medical documentation. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer was refit into this lens type. Upon initial use, consumer reported having red eye after lens insertion along with symptoms of being sick to her stomach, hives, lethargic, muscle pain, chest pain and palpitations. Consumer inquired to the ingredients of the contact lens and the solution it is packaged in. Consumer states she has celiac disease and is allergic to corn. Consumer was provided the product ingredients and that there is no corn or corn derivatives in the buffered saline solution it is stored in. Consumer refused to provide additional product information, doctor's information and further event details.